Manufacturer narrative:
This report is submitted on 9 november 2020.

Event description:
Per the clinic, the patient experienced migration of the electrode array due to a non-device related middle ear infection. Subsequently, the patient underwent revision surgery on (B)(6) 2020, in order to reposition the electrode array. Revision was successful and the patient has resumed use of the device.